Event description:
It was reported that a user of the ilet experienced elevated blood glucose, with a peak of 330 mg/dl after changing infusion supplies, while using a 6 mm cannula and not eating, and later confirmed a downward trend with a fingerstick of 172 mg/dl; the tubing and site appeared intact, and the reported ¿different¿ cap on the infusion set was identified as the standard protective cap. Symptoms included hyperglycemia without reported clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.